Event description:
During placement of the tube, the physician pulled up on the tube and the bumper displaced into the peritoneal cavity. After placing the tube, the pt was examined endoscopically and it was confirmed that the tube bumper was in the peritoneum. The physician attempted to put in a competitors's tube and the same thing occurred. One pt involved. Note the event date given above is approximate.